Event description:
It was reported that the generator gave an error code 1 generator error at the start of a case. The generator power was cycled and the case was continued. The generator gave another error 1 generator error in the middle of the case. The generator was swapped with another generator and the case was completed with no pt consequence.

Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. Based on anlysis results, this complaint is now determined to be an MDR malfunction. During testing the unit gave an error code 1 intermittently. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.